Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the clinic with symptoms of chest discomfort/pain, and a review of device data revealed a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. The rv lead was reprogrammed to bipolar, and only a slight rise in threshold measurements was noted. All other lead measurements were within range. Chest x-rays were unremarkable. Reprogramming was performed to reduce rv pacing, and it was noted that the patient was not pacer dependent. The patient presented to the clinic the following day with chest discomfort. An echocardiogram was taken and found to be unremarkable as well. Subsequently, the device was programmed to aai and rv lead revision was scheduled. At the revision, the rv lead was found to have perforated, and the rv lead was replaced successfully. Once the device was reconnected, right atrial (ra) lead noise was observed. The leads were removed for pacing system analyzer (psa) testing, and lead measurements were appropriate. The lead pins were cleaned and reconnected to the device, and ra noise persisted. Further evaluation was performed with the leads reversed in the header. Noise on ra electrograms (egms) persisted and device settings were verified to be in bipolar. Subsequently, the pacemaker was also explanted and replaced. No additional adverse patient effects were reported. This rv lead and pacemaker were returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. However it was noted that set screw marks were located more proximal than was typically seen on the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the clinic with symptoms of chest discomfort/pain, and a review of device data revealed a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. The rv lead was reprogrammed to bipolar, and only a slight rise in threshold measurements was noted. All other lead measurements were within range. Chest x-rays were unremarkable. Reprogramming was performed to reduce rv pacing, and it was noted that the patient was not pacer dependent. The patient presented to the clinic the following day with chest discomfort. An echocardiogram was taken and found to be unremarkable as well. Subsequently, the device was programmed to aai and rv lead revision was scheduled. At the revision, the rv lead was found to have perforated, and the rv lead was replaced successfully. Once the device was reconnected, right atrial (ra) lead noise was observed. The leads were removed for pacing system analyzer (psa) testing, and lead measurements were appropriate. The lead pins were cleaned and reconnected to the device, and ra noise persisted. Further evaluation was performed with the leads reversed in the header. Noise on ra electrograms (egms) persisted and device settings were verified to be in bipolar. Subsequently, the pacemaker was also explanted and replaced. No additional adverse patient effects were reported. This rv lead and pacemaker were returned for analysis.